Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that: "dr. Was trying to extract the nail and the nail adapter broke."